Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc needle retraction problem with blood leaking beyond blood control feature. The following information was provided by the initial reporter: more than a dozen defective needles were found within the lot number of the product we had on hand. Issue with the needle retracting into the safety mechanism once the button is depressed, causing the nurse to have to pull with some force on the needle to separate it from the IV catheter in the patient¿s skin. Once the needle is pulled out, the auto occlusive mechanism within the catheter breaks, causing blood to free flow from the patient through the catheter. Additional information received on 22-july-2025: description from product issue report: ¿issue with the needle retracting into the safety mechanism once the button is depressed, causing the nurse to have to pull with some force on the needle to separate it from the IV catheter in the patient¿s skin. Once the needle is pulled out, the auto occlusive mechanism within the catheter breaks, causing blood to free flow from the patient through the catheter. Same issue as pits report entered (B)(6) 2025 for same product.¿